Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc was selected for use in an atherectomy procedure in the superficial femoral artery and popliteal artery. During the procedure, the device stopped aspirating. The procedure was completed with another catheter. No patient complications were reported, and the patient's condition was unremarkable post procedure.

Manufacturer narrative:
A2: age at time of event - 18 years or older. Device technical analysis: the returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the IFU(instructions for use). Aspiration testing of the device was done per the test procedure using a 100ml beaker of water. Test results showed that this device did not perform as designed per the test procedure specification sheet. Inspection of the remainder of the device revealed no damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc was selected for use in an atherectomy procedure in the superficial femoral artery and popliteal artery. During the procedure, the device stopped aspirating. The procedure was completed with another catheter. No patient complications were reported, and the patient's condition was unremarkable post procedure.